Manufacturer narrative:
(B)(4). Concomitant medical products: unknown- unknown head- unknown; unknown- unknown cup- unknown; unknown- unknown stem- unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02740, 0001825034 - 2022 - 02741, 0001825034 - 2022 - 02743. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision surgery for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.